Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified radial vein. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres for 30 seconds. The balloon was removed from the patient's body without any problem. The treatment was completed using this device. No complications were reported and the patient was in good condition after the procedure.